Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing discomfort at the ipg site due to weight loss. The ipg was also superficial due to the weight loss. As a result, the pt's ipg was explanted and replaced. The replacement ipg was implanted in a deeper pocket.